Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level in the 400s mg/dl with moderate ketones on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.